Event description:
It was further reported that a chest x-ray was performed and the results looked normal. It was noted that the patient will be closely monitored now that lower rate had been reduced back to fifty beats per minute. It was also noted that the patient was feeling out of breath when pacing rate was elevated, leading to an increase in premature ventricular contractions (pvc) burden. No further intervention was done.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was seen at the clinic reported symptoms of heart failure. It was noted that the cardiac resynchron ization therapy pacemaker (crt-p) pacing may be resulting in the patient experiencing ectopy. The ectopy resulted in a drop in bi-ventricular (bi-v) percentage. Reprogramming was done and the crt-p remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.